Event description:
A surgeon reported to rxsight that during implantation of a light adjustable lens (lal), the leading haptic was observed to be at an odd angle; however, the surgeon proceeded with the delivery. During optic deployment, the leading haptic ruptured the capsular bag. The surgeon attempted to recover the lal and place it in the sulcus without success. A retinal surgeon then intervened to reposition the lens and secured it with sutures. No additional information has been provided.

Manufacturer narrative:
Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly. Manufacturer reference #: (B)(4).